Manufacturer narrative:
The investigation of the returned coil system found that the implant was completely stretched and damaged. The physical evaluation of the returned item could not identify the conditions or circumstances that led to detachment, but the damage of the implant is consistent with the device experiencing forces over specification. The pusher was not returned, so the investigation could not evaluate the mode of separation with absolute certainty.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been to the manufacturer for analysis. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during advancement of an embolization coil in the splenic artery, the embolization coil detached in the catheter. The coil was removed in its entirety together with the catheter from the patient. There was no reported intervention or patient injury.